Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the drill chuck of the compact speed reducer device did not rotate while performing a burr hole. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not rotating was confirmed. An assessment was performed on the device which found that the drive shaft was bent. It was determined that this condition was due to excessive force dropping/hitting the device against something hard causing the drive shaft to bend, and from not using the protective cap. It was also found that the device has a frozen gear box causing the device not to rotate. It was determined that these conditions are due to user error. It was further noted that an oily liquid was found on the gear box. It was determined that this condition was due to improper cleaning of the device which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.